Manufacturer narrative:
(B)(4). Date sent: 7/16/2024. D4: batch # 724c80. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent and with two gst60d (b, and c) and three gst60b (d, e, and f) reloads were received. The reloads (b, c, d, and e) were received with no apparent and fully fired. The reload (f) was received fully fired; upon further inspection, the reload was found to have damaged on the knife channel. The articulation mechanism was noted to be damaged as would not hold the articulation setting.  The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. The device was disassembled to verify the internal components and the articulation bar was noted to be damaged.  The found damage on the reload is consistent when the device is fired over an already existing staple line; when this happens it is possible that the knife may push the staple line and tissue forward shaving the reload deck. It is possible that an outside the normal use force was applied on the distal jaw creating a torque on the articulation components and breaking the articulation bar. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 724c80, and no non-conformances were identified. Additional information was requested and the following was obtained: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? No. How much blood was lost (ml)? Unk did the patient require a transfusion? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No other consequences, surgeon does everything necessary to control the bleeding directly and completely before discharging the patient from the operating room.

Event description:
It was reported that during the procedure laparoscopic bypass, the staple line bled a lot. To resolve the issue the action was taken: coagulation at the staple line. No patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 11/11/2024. Additional information received: the surgeon has used our products for many years. Earlier this year, the doctor provided information about bleeding in some of his surgeries. The local reps went into some of his surgeries to troubleshoot. Videos were provided when bleeding occurred and when no bleeding occurred. In october, the bleeding happened again. So, the surgeon wanted to try slr, but bleeding still happened. The slr was used on all firings in the procedure. He used 2 gold and 3 blue reloads. The team talked through the doctor¿s technique. The doctor always has tension on the tissue when he goes to clamp the device but then he relaxes the tissue before he staples. He is waiting for the 15 seconds. Most of the time he uses the 1st firing. Bleeding is occurring on the 1st stopping/line most of the time. He only uses blue and white cartridges for by-pass procedures and gold and blue for sleeves. He only uses other cartridges in special cases. The staples look good during the bleeding cases. The local reps do not know the doctor¿s pre-op drug therapy.